Event description:
Healthcare professional reported left side rupture confirmed on MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, h4, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. Confirmed on MRI. The device remains implanted.